Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in threshold measurements to 5 volts at 1 millisecond and the p-wave measurements decreased to 0.5-0.9. It was noted that the device was reprogrammed to maximum output and only paces 2-4 percent in the atrium. The physician plans to perform and x-ray to determine if the lead had moved and have the patient return in one month. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.